Event description:
The customer reported that the 840 ventilator had a black screen. There was no pt involvement. Covidien troubleshot this issue with the customer over the phone and suggested to swap the power supply. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).